Event description:
It was reported to medtronic neurosurgery that the tubing below the drip chamber was disconnected. During laboratory evaluation of the product, it was noted that the patient line stopcock was damaged.

Manufacturer narrative:
The drainage line was disconnected from the short arm of the y-connector. It was reported that the disconnection was noticed upon releasing the slide clamps. Per hospital procedures, the clamps are normally kept in the closed position, and only opened to allow csf to flow into the bag. It is unknown what may have caused the tubing to disconnect. The peripheral arm of the patient line stopcock had multiple cracks. The injection site of the patient line stopcock was not returned, and had been replaced with a white stopper. It is unknown how or when this damage occurred. However, cracking of connectors is likely attributable to improper use of cleaning solution. Per hospital procedures, 2% chlorhexidine, 70% alcohol is used to clean connections. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to connecting the system. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also note that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.